Manufacturer narrative:
Correction e4. The investigation of the reported failure mode has been completed. Hypotension : the cause of the clinical symptoms cannot be determined as insufficient clinical details were provided. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported patient had an impella cp pump placed to support the patient admitted in with acute myocardial infarction complicated by cardiogenic shock. After implant, it was noted that the groin site was oozing. Manual pressure was held. On the same night, it was noted that oozing continued and a femostop was used. Additionally, the patient was hypotensive. The case continued and the device was explanted. The patient survived.